Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested; none was provided.

Event description:
The international customer reported vent inop due to a machine and proximal pressure sensor failure. There was no patient harm.

Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the data acquisition pcb to motor controller pcb cable kit to address the finding. The device successfully passed performance specification testing.